Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. (B)(4).

Event description:
The hospital reported that the integrated suction was not working. There was no report of patient involvement.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The back cover was removed and the suction hoses from the suction regulator were reconnected to the rear cover outlets to resolve the reported issue.